Manufacturer narrative:
The incident was confirmed based on pictures provided by the customer of the alleged device. A root cause could not be determined. All information reasonably known as of 27 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient x-ray impression stated: "question focal aneurysmal dilation/disruption of the feeding tube within the esophagus, with the radiolucent segment measuring 7 mm in length. Recommend removing feeding tube. Call report module is initiated." Team called and we replaced the ng tube. When removed, found indeed there was an aneurysm/possible opening approximately 6 inches above the tip of the ng tube. Team took a photo and stated suspicion of a user flushing too hard to remove occlusion/sluggishness.¿ there was no injury to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.